Manufacturer narrative:
(B)(6). E1 - initial reporter email: updated with additional information received through the good faith effort process. B5: updated with additional information received through the good faith effort process. H11: no device return product investigation by manufacturer: the product was not returned. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered 'cause linked to device but unable to trace more specifically' because the device did not return for analysis and there is not enough information to determine what could have contributed to the reported event.

Event description:
It was reported the device was stuck on guidewire. A 2.4 mm jetstream xc catheter was selected for an arteriography of left lower extremity for balloon angioplasty and stenting procedure. During the procedure to treat an arteriosclerotic occlusion of lower extremity, a grd2 error occurred, and the 2.4 mm jetstream xc catheter became stuck on an unknown-brand guidewire. Another device of a different model was used to complete the procedure. There were no patient complications as a result of this event. Additional information provided through good faith effort response from the representative details the non-boston scientific guidewire was able to be removed from inside of the 2.4 mm jetstream xc catheter once outside of the patient.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter phone: (B)(6).

Event description:
It was reported the device was stuck on guidewire. A 2.4 mm jetstream xc catheter was selected for an arteriography of left lower extremity for balloon angioplasty and stenting procedure. During the procedure to treat an arteriosclerotic occlusion of lower extremity, a grd2 error occurred, and the 2.4 mm jetstream xc catheter became stuck on an unknown-brand guidewire. Another device of a different model was used to complete the procedure. There were no patient complications as a result of this event.